Manufacturer narrative:
Describe event or problem.

Event description:
Additional information received from the account: no medical intervention was performed to locate the missing pieces.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic partial nephrectomy, when the device was pulled from the incision, the bottom of the bag had a crack. The specimen was normally retrieved, but it's uncertain whether or not the pieces of the bag have still remained in the cavity.

Manufacturer narrative:
Follow up was received confirming the device would not be returned.